Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) exhibited "alarming". The patient also reported a "problem with the cables." The ipg and lead remain in use. No patient complications have been reported as a result of this event.